Event description:
Review of svc data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrodes (te) and the distribution node (dn) was pulled from the strain relief at the dn. The cause of the pulse lead hi-pot failure is the pulled cable. The root cause for the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last pt to use this electrode belt did not report any deficiencies.